Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient's ipg was end of life, and as a result, the patient was experiencing ineffective therapy. Surgical intervention took place where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated. Correction - reportable aware date - the reportable aware date should be 04nov2024 and not 06nov2024 the results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.